Event description:
It was reported that involving a 78 years old male patient, the applier was used only once (1 clip fired) before the incident. The 1st clip was properly applied. The 2nd clip was difficult to be loaded. It was blocked and the clip came out closed. There was no consequence, another applier was used.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73f1900226 was manufactured on 06/11/2019 a total of (B)(4) pieces. Lot was released on 06/20/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and with the rotation tab bent. The first clip was protruding from the channel. Reference file (B)(4) for investigation photos. First, the partially loaded clip was manually removed and the trigger cycle was completed. It was observed that there was no clip in the next position of the channel. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired on the first attempt and the next clip was protruding from the channel. The following clip was also out of position in the channel. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. The sample was received with 8 clips remaining in the channel, indicating that 7 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. Reference file (B)(4) for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. The reported complaint of "clip came out closed" was confirmed based upon the sample received. One device was returned with the rotation tab bent and the first clip protruding from the channel. Upon functional inspection, it was found that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that involving a (B)(6) years old male patient, the applier was used only once (1 clip fired) before the incident. The 1st clip was properly applied. The 2nd clip was difficult to be loaded. It was blocked and the clip came out closed. There was no consequence, another applier was used.